Event description:
Customer reported a physicists discrepancy, light field out of tolerance. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined no repair was required. System operates as intended.